Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years. The device was returned for analysis. Evaluation is not complete. No additional information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a pump exchange due to thrombus. The patient had not exhibited any signs of thrombus except change in pump parameters from baseline with elevated powers and flows. Late hematuria - several days after pump parameter elevations and lactate dehydrogenase (ldh) rise up to 1496 u/l. The inr was within a therapeutic range. The patient had a history of afib/flutter. At the time of the exchange, thrombus was not visualized in explanted pump.

Manufacturer narrative:
The evaluation of the returned device did not confirm the report of suspected pump thrombosis. Examination of the pump blood-contacting surfaces did not reveal any deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis, hemolysis, and cardiac arrythmia are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.